Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter that appears to have shifted within the patient. It was reported that there was an ingrowth or catheter migration issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on may 6, 2026, they received a phone call from a patient, reporting that the catheter had became displaced in the abdomen. The patient was unable to inform the catheter type and reported severe pain during infusion, especially during drainage. The patient also reported experiencing such intense pain during the day that it prevents walking. The clinic was contacted; however, the clinic did not have a catheter available in stock to perform the replacement. The clinic requested a new implant, but due to the long delivery time, a new order was submitted as urgent with air freight, with an estimated delivery date of may 14. Nothing unusual was observed on the device prior to use. No other defects/damages were found on the product. No other products were being utilized with the device. Flushing was done. There was no blood loss, and a blood transfusion was not required. As a remedial action, collection of laboratory test and medication to improve the patient's clinical condition, including the laxative administered orally.

Manufacturer narrative:
Additional information : b5, (imf codes), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: imf medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2026, they received a phone call from a patient, reporting that the catheter had became displaced in the abdomen. The patient was unable to inform the catheter type and reported severe pain during infusion, especially during drainage. The patient also reported experiencing such intense pain during the day that it prevents walking. The clinic was contacted; however, the clinic did not have a catheter available in stock to perform the replacement. The clinic requested a new implant, but due to the long delivery time, a new order was submitted as urgent with air freight, with an estimated delivery date of (B)(6).